Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Failure to prime and foreign material was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced failure to prime and foreign material present in device. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is male, and the weight is (B)(6) kgs.